Event description:
While using bipolar unit, an excessive amount of electrical current was transmitted to the pt while working on left wrist causing fasciculations (which were felt by surgeons). Extensive testing revealed intermittent isolation leakage current problem caused by an internal electrical arc. Equipment repaired and returned to service without further difficulties reported.